Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the metal ring on the endo catch bag appears to have broken intra-operatively. The small piece of plastic that normally encompasses the metal ring fell off the ring into the patient. The staff and surgeon did not notice this during the procedure. They were finishing the surgery and found this piece of plastic floating in the patient's abdomen. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.